Event description:
There was a thin piece of metal hanging off the tip of the metal IV insert. This will be kept in my office if anyone wants to see. It was not caught and not used. No harm to any patients.